Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a separation in the catheter was confirmed and the cause appears to be use related. One 5 fr d/l powerline catheter was returned for investigation. The catheter was received in three segments. The catheter reveals evidence of use. The dual lumen (d/l) tubing extended 4.5mm from the distal end of the bifurcation. The bifurcation was discolored and the printing on the molded bifurcation was partially worn. The printing on the connectors was also partially worn. Tape residue was observed on the extension legs. The depth markings are continuous and sequential. No portion of the catheter appears to be missing between the three returned segments. It was reported in the incident questionnaire that the catheter broke before the 10cm mark when attempting to remove the catheter from the patient. Interventional radiology had to retrieve the broken part of the catheter from the patient. There was a complete separation in the catheter between the 10 and 11 cm depth marks. The adjoining surfaces of the catheter exhibit a glossy and striated cross section, which is consistent with damage associated with a sharp instrument. It is possible that the catheter was inadvertently nicked during removal. The catheter was also cut between the bifurcation and the 0cm depth mark and the adjoining surfaces of the catheter in this location exhibited similar characteristics. The cross section at the distal tip of the returned catheter, which is angled in relation of the axis of the catheter tubing, also exhibited characteristics of a sharp instrument cut. The product IFU provides instructions and warnings for catheter removal. The IFU cautions, ¿do not grasp the catheter with any instrument that might sever or damage the catheter. Do not cut the catheter before removal from vein to avoid catheter embolism.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reyk1379 showed no other similar product complaint(s) from this lot number.

Event description:
Facility contact reported that a tunneled cvc bard powerline was removed and replaced with another catheter in the or. The catheter reportedly fractured and separated during removal and involved interventional radiology to come to the or to retrieve the broken part of the catheter from the patient.